Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), alopecia ("hair loss"), ovarian cyst ("ovarian cysts") and psychological trauma ("psych injury related to essure") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, menorrhagia, vaginal infection, cystitis, hormone level abnormal, alopecia, ovarian cyst and psychological trauma outcome was unknown. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, ovarian cyst, pelvic pain, psychological trauma and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received : previously reported event of "injury nos" was replaced by pain. New events added - dyspareunia (painful sexual intercourse),dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), vaginal infection. Bladder infection, hormonal changes, psych injury related to essure, hair loss, ovarian cysts, heavy bleeding and plaintiff did not underwent essure confirmation test. Suspect drug start and stop date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/right side pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), alopecia ("hair loss"), ovarian cyst ("ovarian cysts"), psychological trauma ("psych injury related to essure"), urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti"), bladder disorder ("bladder/urinary problems : bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, menorrhagia, vaginal infection, cystitis, hormone level abnormal, alopecia, ovarian cyst, psychological trauma, urinary tract infection, bladder disorder, urinary tract disorder and female sexual dysfunction outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, ovarian cyst, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding and bladder/urinary problems. Most recent follow-up information incorporated above includes: on 18-sep-2019: new pfs received- new events added: uti, bladder disorder, urinary tract disorder, apareunia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.